Event description:
It was reported that the patient's device was not working well. Only 2 "leads" were working and they were trying to make it work without a total replacement. The healthcare provider confirmed that the neurostimulator and lead were replaced. No surgical complications were reported.

Manufacturer narrative:
.